Event description:
The distributor reported that the pump dispensed insulin from the cartridge during an "ezprime" operation.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error (se) 2240 alarm. The report was not confirmed due to lack of sample. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter?s investigation, the root cause of the se 2240 was due to air being sucked into the disposable after the supply bag fell and disconnected. The patient stated the supply bag fell off the table and disconnected. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Event description:
A patient contacted global technical services (gts) regarding assistance with a system error 2240 that appeared while using the homechoice (hc) during dwell 2 of 5. The patient stated the supply bag fell off the table and disconnected. Gts explained that a large amount of air had entered into the disposable set, and had the patient cycle power twice to clear the error. Gts then advised the patient to start over with new supplies and to notify their dialysis nurse within 24 hours. Gts reviewed proper procedure, per the user manual, with the patient. No injury or medical intervention was reported.